Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during operation to replace a restore sensor ins (due to normal battery depletion) with an inceptiv ins. Before the operation started they measured the impedances on the restore sensor ins and they were all fine, around 1,200 ohms. During the operation the surgeon started to open the pocket and remove the restore sensor ins from the pocket. After this was done the new inceptiv ins was given to the sterile field. The surgeon then immediately unscrewed the restore sensor ins, cleaned and dried the lead, picked up the inceptiv ins and connected it to the existing lead in port 0-7. After screwing it they measured the impedances. The impedances were not good, a number of electrodes indicated an impedance of 40,000 ohms, the ins did not work. Then disconnected the electrode and connected it again. The impedances were then all 40,000 ohms. They repeated this a few times, but the impedances kept fluctuating and each time there were other electrodes that indicated impedances of 40,000 ohms. It was decided to try the other port (8-15), but there the same thing happened. At one po int electrode 15 had an impedance of 40,000 ohms and the rest of the impedances were around 3,000 ohms. Since this was also much higher than the impedances before the operation, it was decided to open a wireless external neurostimulator (wens) and measure the impedances on it. The impedance measurement on the wens was immediately the same as previously measured on the restore sensor ins. They tried it a few more times on the inceptiv ins, where they also placed the lead in different positions, but this did not change anything and the impedances kept fluctuating. It was noted the inceptiv ins was defective. For this reason it was decided to open an additional new inceptiv ins, it was connected and the impedances were immediately good and in the same magnitude as previously measured on the restore ins and the wens. Issue was resolved.

Manufacturer narrative:
H2. Correction: please note, h6 codes b17, c20, and g02002 no longer apply to this report. H3. The returned implantable neurostimulator (ins) [serial # (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Normal impedance was observed using the returned ins with a star load box, lab leads, and a lab clinician programmer. The ins passed functional testing; however foreign material was observed in the ins connector port. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.